Event description:
It was reported that the device illuminated the service led and logged several event codes in the memory. Physio-control evaluated the device and found that it would lock up upon power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control isolated the cause for the malfunction to be a shorted ic chip, designator u61, on the system controller pcb assembly. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control is in the process of evaluating the device and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.